Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided inappropriate shock therapy for supraventricular tachycardia (svt). The patient's rhythm was treated with medication. No additional intervention was performed. There were no patient consequences.